Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. On (B)(6) 2025, while at work, the patient experienced dizziness, felt ¿out of it,¿ and had presyncope. At that time, the patient¿s cgm displayed a glucose reading of 200 mg/dl. No bg meter comparison was performed on-site. The patient drove herself to the emergency department for evaluation. Upon arrival, the cgm continued to read 200 mg/dl, while a bg meter reading showed 60 mg/dl. The patient was treated with IV fluids and oral juice and was discharged home later the same day. At the time of reporting, the patient stated she was ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.